Manufacturer narrative:
Results:inherent risk of procedure (occlusion); related to another drug/device (previously implanted stent in vessel); patient condition affected the effectiveness of the device (lesion morphology - tortuous vessel with 75% stenosis). Conclusions: known inherent risk of a procedure (occlusion); another device caused failure (previously implanted stent in vessel). Device failure related to patient condition (lesion morphology - tortuous vessel with 75% stenosis). (B)(4).

Event description:
Additional information: the cx vessel to be treated was described as moderately tortuous, slightly calcified and had 75% stenosis. The lesion was pre-dilated with a unknown 2.5 x 15 mm balloon at 12 atm once. The previously mentioned unknown stent was a resolute integrity 2.50 x 18 mm. An attempt was made to position this resolute integrity 2.50 x 18 mm in the cx artery but vessel resistance was felt, the physician stopped the procedure, re-set the guide catheter, attempted to position the stent again, felt moderate resistance, removed the catheter and then saw that the stent had successfully implanted in the ostium artery cx. A plaque shift then occurred distally and the physician attempted to place another resolute integrity size 2.25 x 18 mm to treat this plaque shift by placing it in tandem with the previous stent. It is reported that this stent (2.25 x 18mm) was inspected prior to use with no issues noted.

Event description:
An unknown brand stent was successfully implanted in the circumflex artery. Another lesion was then seen in the distal portion of the same artery and an attempt was made to treat this lesion with a rsint22518x drug eluting stent. It is reported that difficulties were experienced during the attempt to pass the resolute integrity stent through the previous stent and the resolute integrity stent subsequently dislodged to the da artery. The resolute integrity stent was successfully deployed in the da artery. The patient was sent to the ICU after this procedure but was stabilized and is currently stable. No further patient complications or clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (unable to determine root cause); inherent risk of procedure (stent dislodgement); no results available since no evaluation was performed (device or procedural images were not returned for review). Conclusions: (unable to determine root cause); inherent risk of procedure (stent dislodgement); unable to confirm complaint (device or procedural images were not returned for review). (B)(4).